Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to unknown reasons. A 23mm transcatheter valve was implanted successfully.